Event description:
Baxter china received a report of an infusor that had a reservoir rupture during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. Microscopic evaluation revealed marking and abrasion on the interior surface of the bladder near the rupture line, which indicates internal damage, and this internal damage contributed to the bladder rupture. The exact root cause was not determined; however, this type of defect is inhered on the manufacturing process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.